Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device 3-lead ECG waveform display showed a dotted line indicating no patient connection. The patient involved was a (B)(6) male assessed by the emergency medical services (ems) providers as having rigor mortis all over the body and no eye opening. It was unknown if the patient¿s skin was wet/moist/sweaty or significantly edematous or have another characteristic that lessened the pads skin contact. It was reported that the patient death occurred prior to the ems technicians using the device to confirm the death with documentation of an asystole rhythm. The patient's death was not attributed to the device behavior. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device 3-lead ECG waveform display showed a dotted line indicating no patient connection. On (B)(6) 2018 at 1:47 pm, the patient involved was a 56 year old male assessed by the emergency medical services (ems) providers as having rigor mortis all over the body and no eye opening. The device was connected to the patient using the ECG leads 3-lead set when the patient was placed in the ambulance. It was unknown if the patient¿s skin was wet/moist/sweaty or significantly edematous or have another characteristic that lessened the pads skin contact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The rhythm strip displayed a dotted line on the screen, which is also seen in the electronic rhythm file provided. However, it was reported that the patient¿s rhythm was later displayed as asystole using pads with a dfm100 device and using a nihon-kohden product (tec-2513) or intellivue mp5 (philips) monitor. The same electrodes were used on the patient when all of these devices were connected to the patient. It was reported that during the incident, the users changed from 989803160761 efficia 3 lead ECG cable to m1645a+m1663a. However, the same issue occurred. They could not get the data. It was reported that the patient death occurred prior to the ems technicians using the device to attempt to confirm the death by documentation of an asystole rhythm. The patient's death was not attributed to the device behavior. The reported problem speaks of the 3-lead ECG waveform display showing a dotted line indicating no patient connection, which would be the same failure mode regardless of the patient characteristics. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse evaluated the device and found that it passed the operational check. The fse reported that the device and ECG leads set were tested by connecting them to another patient and the patient's ECG rhythm displayed normally on the screen. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and laerdal medical japan plan to return the device to the user to be placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported.